Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that when they pulled off the sensor cannula was not as long as other. Customer was advised that we will send a sensor to replace the sensor that became retracted into its self.